Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. When the clamp was properly positioned and put under pressure, it did not move. The unit passes all specific functional testing and does not need any repairs currently. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the evaluation of the service team with no issues observed, and noted that the returned unit was in good condition. Root cause - the complaint is not confirmed and the unit passed all specific functional testing. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that they heard a click, and then shortly after the mayfield composite series skull clamp (a3059 ) moved and caused a laceration on the patients head. It is unknown if there was surgical delay. Additional information has been requested.